Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has no dc or ac power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated with this event.

Event description:
The customer contacted physio-control to report that their device has no dc or ac power. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no report of patient involvement associated with this event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the report that the device would not power on with ac power and would not charge the battery, but the device would power on with a known good battery. Stryker replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed power module and determined that the cause of the reported issue was due to shorted transistor on the electric/electronic overstress.